Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42, which persisted even after a pump reset was performed with the help of customer technical support (cts). There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump under warranty and advised the customer on using multiple daily injections (mdi) as a backup to ensure continuous insulin delivery. The customer was informed about receiving a new pump with updated software and acknowledged the instructions for handling the replacement and return process, including putting the old pump into storage mode and using a return box within 10 days.